Manufacturer narrative:
E1: initial reporter address: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an ultrafiltration event occurred during hemodialysis therapy with an ak 98 machine. Fifteen minutes after treatment was started, the patient experienced cough, shortness of breath and elevated blood pressure. The patient was administered oxygen. Ten minutes later, it was reported that the patient's condition was not improving therefore it was reported that ultrafiltration was suspended. Approximately fifty minutes later, the patient¿s cough continued and the blood pressure continued to increase. In addition, "new" facial tightness and eye edema occurred. It was reported that the blood was returned "to the lower body" and therapy was discontinued. It was reported that the facility contact the engineer to troubleshoot the machine. It was reported that "after the engineer corrected the machine", treatment was restarted. The patient's blood pressure returned to normal. The edema and shortness of breath were relieved. It was reported that treatment was successfully completed. No additional information is available.